Event description:
Buretrol chamber was emptied of fluid. What should have happened is that the blue ball should have prevented air from being entrained into the IV tubing. However, in this case, the blue ball did not make a perfect seal with the bottom of the chamber. About two feet of air was in the IV line when the we noted it. Occasionally this can happen if the buretrol is not perfectly vertical, however, the buretrol was vertical in this case. I disconnected the defective device from the patient and tested the ball several more times. The ball mechanism failed three consecutive times. The device was transferred to someone who reported that this was not an isolated event.